Event description:
It was reported that during the procedure, the mini trek dilatation catheter ruptured. There was no adverse patient effect and no clinically significant delay. Although requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the mini trek catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation and a rupture while in the patient anatomy. An indeflator, filled with water, was used to pressurize the balloon and fluid was observed leaking at a pinhole in the balloon 1 mm distal to the proximal marker, confirming the reported rupture. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. Damage was observed at the edges of the leak as well as adjacent to the leak. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy such that the balloon ruptured during use. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. Return analysis confirmed the reported inflation difficulties as there was a rupture in the balloon; however, a conclusive cause for the rupture could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.